Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm multiple times. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump was louder during the priming also scratches on the screen. The device will not be returned for analysis.